Event description:
It was reported that there was a loss of therapeutic effect. The pt felt there was more "off" time, or lack of efficacy, and this caused her to fall (B)(6). Several re-programming attempts and 2 operations were reported. A prolonged stay in the hospital was reported. Three CT scans reviewed the lead was slightly off. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-07366.

Manufacturer narrative:
(B)(4).